Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. Manufacturing records were reviewed for the corresponding lot and no discrepancies or anomalies were identified. Tip fracture was confirmed via visual inspection of the returned device. The most likely causes of the reported event based on previous similar complaints are: overload of the driver tip and normal wear of the device.

Event description:
It was reported that a universal tightener was broken at scoliosis correction level to rod during the surgery. The surgery was completed successfully with the spare device.

Event description:
It was reported that a universal tightener was broken at scoliosis correction level to rod during the surgery. The surgery was completed successfully with the spare device.